Event description:
Pt was admitted to hospital on (B)(6) 2010 due to hyperglycemia and ketosis. Pt was hospitalized for 1 day, and it was reported, the infusion device was not delivering insulin correctly. Pt was placed on an insulin drip, and when she went back on infusion device, blood glucose elevated to "hi" mg/dl. Infusion device was checked by diabetes nurse, and she believed it was drawing in air during its use. Infusion device also beeped randomly when not in stop or tbr mode. Infusion device was replaced and requested for evaluation. No additional info was provided

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.